Event description:
It was reported that a malfunction alarm occurred. Subsequently, the customer experienced an elevated blood glucose of 576 mg/dl and was disoriented. Reportedly, the customer required assistance to test the customers blood sugar level and administer water. The customer administered a manual injection of insulin to address the bg. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.